Event description:
It was reported the procedure was being performed in the surgery department. They reported that the balloon would not inflate. As a result, another kit was opened. See MDR 2242445-2014-00002 for the next kit used with the same pt.

Manufacturer narrative:
(B)(4). The device will not be returned.